Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. An 18-6/5.8/75mm xxl¿ esophageal balloon catheter was advanced for dilation. However, during inflation, when it came in contact with a wallstent, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.